Event description:
A report was received that the patient's pocket site felt hot when the stimulation was on and while charging. The patient was also experiencing communication difficulties between the ipg and remote control. The physician felt this was device related. The patient underwent an ipg replacement and the physician repositioned the ipg from the lower back to the abdomen. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's pocket site felt hot when the stimulation was on and while charging. The patient was also experiencing communication difficulties between the ipg and remote control. The physician felt this was device related. The patient underwent an ipg replacement and the physician repositioned the ipg from the lower back to the abdomen. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain or heating in the patients pocket site with or without stimulation activated or charging was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling, poor alignment of the charger to the ipg. Device exhibits normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions.